Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 200 mg/dl and the customer treated with manual injection. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Customer had an emergency CT scan and insulin pump was not removed. When customer changed set, blood glucose remained high and customer was concerned with insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Insulin pump passed displacement test. Customer declined further troubleshooting. Insulin pump would be replaced since it was exposed to magnetic field and customer was pregnant.